Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that in one hospital unit there were two surveillances where all sectors displayed "no dat tele" at the same time. Within 30 seconds to 3 minutes the sectors started coming back one at a time. This occurred at random times from 3 to 10 times per day. There was no adverse event reported.